Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. A product sample and three pictures were received for evaluation. In the pictures, a big split was observed in the flange. The sample was used and without its original packaging. Visual and functional testing were performed. Visual inspection was performed under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection, we observed a big split in the flange. The complaint is confirmed. A definitive root cause of the issue could not be determined. However, this product failure will be continuously be monitored for threshold or escalation. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer noticed the flange was torn. No patient injury was reported.